Event description:
It was reported the patient experienced pain at the ipg site upon using system stimulation. X-rays did not reveal any anomalies. Subsequently, the patient's ipg was explanted and replaced, in addition to extension of the pocket site due to the size of the new ipg. Follow-up identified the issue resolved with the surgical intervention and the patient is no longer experiencing effective stimulation. The patient has post-operative incisional discomfort that is expected to resolve via the normal healing process.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.